Event description:
Pt received three electroshock treatments at the state hosp in 1963. Afterwards was completely disoriented for a period of several months. Was forced to educate self all over again. Had to learn to multiply numbers, to add, to use an adult vocabulary again. Had to learn again how to drive a car. Suffers to this day from permanent, irrevocable memory loss.